Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the absence of valid medication orders combined with incorrect override usage, requiring inventory correction. A technical support specialist confirmed that the patient did not have valid medication orders and advised the customer to perform an override; however, it was noted that the override was completed incorrectly, and the specialist recommended contacting the don/adon to correct the medication count through a cycle count, after which the system functioned as intended following troubleshooting by the technical support specialist.

Event description:
It was reported that when using the bd pyxis¿ medbank tower medication item not available in profile message was displayed despite the medications having been restocked. However, there were no delays, adverse events or injuries reported based on this event.